Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not open and would not work properly during a vitrectomy procedure. The product was replaced and the procedure was completed without any patient harm.

Manufacturer narrative:
The sample for this event was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for this event cannot be determined; however, due to the increased trend for this defect mode, an investigation has been initiated to identify a corrective and preventive action. (B)(4).